Event description:
On (B)(6) 2013, the reporter contacted lifescan (B)(4), alleging apply sample - meter. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
((B)(4) 2013), the subject test strips have been returned to lfs and evaluated by product analysis on (B)(4) 2012 with the following findings: the test strips failed testing. On performance testing with control solution an apply sample message was observed with no assignable cause found. If lifescan obtains additional information concerning this complaint a supplemental report will be sent. At this time, lifescan considers this matter closed.